Event description:
It was reported that the implant at tooth site #13 was removed due to infection. Patient reports biting on the implant recently with a new abscess. Bg/mem placed for future implant redo. Symptoms as a result of the event: abscess & pain.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided b3: date of event unknown / not provided e1: last name unknown / not provided.